Event description:
It was reported that during a da vinci si single-site cholecystectomy procedure a clip installed on the medium-large clip applier instrument fell into the patient. The clip was removed laparoscopically and the planned surgical procedure was completed with a replacement medium-large clip applier instrument and clip. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. A visual inspection of the instrument found no damage to the grips. An in-house test clip loaded onto the instrument grips without difficulty. The instrument was placed on an in-house is3000 system for functional testing and the clip did not fall out while the instrument was driven in roll or during partial opening/closing of the grips. A clip was also successfully applied to a piece of suture. No physical damage was found.